Event description:
The atrial lead (non sorin lead) connected to the subject device was capped on (B)(6) 2016 due to noise oversensing. This device had reached the elective replacement indicator (eri) and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device showed that its electrical, mechanical and visual characteristics are within specifications.

Event description:
The atrial lead (non sorin lead) connected to the subject device was capped on (B)(6) 2016 due to noise oversensing. This device had reached the elective replacement indicator (eri) and will be returned for analysis.

Event description:
The atrial lead (non sorin lead) connected to the subject device was capped on (B)(6) 2016 due to noise oversensing. This device had reached the elective replacement indicator (eri) and will be returned for analysis.